Event description:
The customer contacted carefusion tech support with some inquiries, then mentioned that one of their ventilators is having volume fluctuation and flow restriction. No add'l info was provided. No known pt involvement at this time.

Manufacturer narrative:
(B)(4). Carefusion advised the customer to attempt to calibrate the expiratory flow transducer and check the flow out of the flow control valve. Attempted to contact the customer (several time) for f/u/further info, however, as of 06/19/2015, there has been no response.